Event description:
The plaintiff, alleges that while employed as a nurse they were exposed to latex gloves. Pt alleges that as a result of their occupational exposure to latex gloves, they suffer from latex allergy, symptoms including but not limited to urticaria, wheezing, swelling, dermatitis, irritated eyes, runny nose, difficulty breathing, and risk of anaphylactic shock. Finally they allege that their type I latex allergy was diagnosed no earlier than february, 1998.